Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm when an asymptomatic patient presented through merlin.net transmission. The patient did not receive any therapy during the oversensing. Programming changes were suggested. Patient will continue to be monitored through merlin.net.

Manufacturer narrative:
Correction: UDI - (B)(4) should have been submitted in initial report. Correction: - PMA/510(k) # - p030054 should have been submitted in initial report. Correction: - 'user facility' should have been selected in initial report.